Event description:
The customer contacted philips healthcare to report that the display was black. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.